Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and a disconnection between the tube and the chamber was observed. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the "mephius dropper" (drip chamber) and the tube of two (2) flow regulator sets was loose. This occurred before patient use. There was no patient involvement. No additional information is available.